Event description:
Consumer claims to have been pierced with the inverness ear piercing system on 10/9/1998 at a retail vendor. On 10/23/98 she sought medical attention for an infection of the left ear at the ear piercing site and was prescribed antibiotics.